Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to spinal instability. Intra-op, upon trying to remove the screw in the s1 pedicle which didn't fuse from the previous surgery, the screw broke right under the tulip head. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hardware was being removed because the patient was not fused from previous surgery. At the time of removal was when the screw head broke.